Event description:
It was reported that the system would not complete boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys could not be repaired. The reported issue is currently under investigation.